Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. System lost home during case and door override procedure performed, followed by invalidate home. Findings during service visit include x-stage cover with multiple divots on metal surrounding docking divots. System will not dock correctly after invalidating home. Replaced x-stage cover. Invalidated home and verified docking. Door opens and closes correctly. System checkout performed. The root cause of the reported issue was found to be a damaged x-stage cover. The replaced cover has not been received back to the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and troubleshooting and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system was unresponsive while around a patient. The image acquisition system (ias) was rebooted independently, and it booted back up in stand alone mode. The ias and mobile view station (mvs) were then rebooted with the umbilical cable disconnected. Both systems booted fully, but prompted motion calibration. Motion calibration could not be completed while the system was around the patient, so the user attempted to open the door to remove the system. When the user attempted to open the door, the gantry tilted. The user then attempted the door override procedure, and the gantry tilted again. The surgeon opted to complete the procedure without the use of the imaging system because of this issue. The system was moved away from the surgical site to complete the procedure. The delay to the procedure was approximately 20 minutes. The procedure was completed successfully without the system and the patient was not impacted.